Event description:
It was reported to medtronic minimed that the customer experienced moisture damage to the insulin pump and the display went blank. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040. Troubleshooting was performed for display issue. No damage to the battery cap contacts and battery compartment or springs were reported. The display did not return after inserting a new battery. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, keypad flex tail, battery tube and vibrator. No moisture damage on the motor assembly, internal battery, keypad domes and keypad traces. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case. Pump received with blank flashing white display due to moisture damage on the electronic assembly. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.